Event description:
During removal of the epidural catheter, resistance was encountered, and the tip of the catheter separated. The retained catheter piece was surgically removed. There were no additional complications.